Manufacturer narrative:
Reported event: an event regarding revision due to disassociation between stem and metal head, and fretting was reported. The event was confirmed based on medical review. Method & results: not performed as product was not returned. Clinical review: a review of the provided medical records and x-rays rejected by a clinical consultant indicated: undated x-ray: ap right hip notes uncemented tha with modular head in acetabular component, trunnion disassociated and dislocated from modular head with superior trunnion erosion noted. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no examination of explanted components, no lab or pathology reports. Based upon the single x-ray, the event description appears to be confirmed, but insufficient data is presented to confirm the event description to create a medical report for this case. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: an event regarding revision due to disassociation between stem and metal head, and fretting was reported. The event was confirmed based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, black tissue and fluid was noticed, as well as the trunnion having been worn down to a point. The stem, head and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm metal liner.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, black tissue and fluid was noticed, as well as the trunnion having been worn down to a point. The stem, head and liner were revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm metal liner.